Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue; the battery compartment is reportedly cracked. The reporter confirmed the battery cap has never been replaced on this pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: review of the black box data revealed frequent low battery warnings with evidence of short battery life. The pump¿s electrical current draws were evaluated and found to be within specifications. The battery compartment was confirmed to be cracked. There was moisture corrosion inside the battery compartment due to moisture ingress at the site of the crack. There was no damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate the complaint during investigation.